Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient found only the self adhesive and a small piece of cannula on her skin. The rest of the cannula and transfer set and had detached from the infusion set and was found in the patients bed. No adverse event was reported. The infusion set was requested to be returned for product evaluation.